Event description:
The device was used in a lap cholecystectomy procedure. The clips did not stay on and the clipping was crooked, scissored. When they went to clamp off the artery it didn't hold. The pt bled more, but the dr was able to get the bleeding under control quickly and no transfusion was required. The pt is fine.